Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.0, 7.0, lab: 4.3. Date: (B)(6) 2011, inratio: 6.6, doctor's poc: 3.1. Doctor's poc meter is not an inratio brand. Blood for this reading was taken from the same fingerstick as the inratio. Pt tested twice on his inratio meter using a different fingerstick each time. The inratio inr=7.0 for both readings. Customer went to the emergency room and the lab draw resulted in an inr of 4.3. The next day, the customer took the meter to his family doctor and compared the doctor's meter with his inratio (see results above on (B)(6) 2011). Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.